Event description:
It was reported that the right ventricular (rv) pace/sense lead threshold had risen to 2.25 volts at 1 millisecond, the impedance was over 3000 ohms, and there was a possible lead fracture. It was also reported that the right ventricular (rv) high voltage lead had a potential performance issues. Follow up was attempted but no more specific information about the issue was able to be obtained. The pace/sense portion of the rv lead had been capped and replaced and the high voltage portions of the rv lead remained in use until the rv pace/sense lead was explanted and a new high voltage lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2011; 3830 implantable pacing lead (B)(6) 2006; 507645 implantable pacing lead (B)(6) 2003. (B)(4).